Manufacturer narrative:
The completed analysis was unable to duplicate or confirm the reported malfunction. The mainframe was received in good cosmetic and operating condition, and no defects were found with the device. The patient interface that was later associated with this event was found with stim board failure, which was responsible for the observed malfunction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The nim mainframe has been returned. Results are pending completion of the evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a total thyroidectomy, the nim system began to malfunction and could not guide the customer in identifying/following the recurrent and superior larygeal nerves. The customer tried a number of probes with no resolution. There was no reported patient impact or injury.